Event description:
It was reported that there was initially fluid accumulation noted at the lumbar insertion point of catheter at CT scan. A later dye study and post-CT scan identified pooling of fluid. The actions required as a result of the event included surgical intervention, specified as a revision planned on 2015 (B)(6). The patient¿s status at the time of report was alive ¿ no injury. It was unknown if the patient had any symptoms. The product issue was not resolved and the cause of the issue had not been determined. A dural leak was later identified and was enclosed in tissue, or creating a ¿tamponade¿ effect. Once tissue disrupted, csf escaped. The health care professional (hcp) repaired site and all catheter found intact. There was no repair to catheter performed and all of the catheter segments remain. Some glue and dura like agent were used to close the leak around the catheter. It had been placed using a drill, so it didn¿t close as expected. The hcp planned to monitor and would see if this fixes issue. The dose was decreased from 75mcg/day of fentanyl to 50mcg as precaution. The patient was doing fine and receiving effective therapy. The pump was used to infuse fentanyl and clonidine.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).